Event description:
(B)(6), rn reports that pt's gel overlay will not center and is 1 foot too short on the matt. They have repeatedly tried to reposition it and it will not center at all. Pt is now experiencing debilitating back pain preventing mobility. Injuries listed as back pain preventing mobility, medical attention required unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).